Event description:
The patient experienced significant pain in the right femur. Diagnostic xray imaging revealed a fracture of the implanted intramedullary nail located in the right femur. The device had been implanted in the summer of 2023.